Manufacturer narrative:
The events of lymphoma alcl, lump/nodule, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling. (B)(6). Article citation: ¿breast implant-associated anaplastic large-cell lymphoma: why must we learn about it?' Leticia morais coelho de oliveira sermound, md, sergio romano, md, mauricio chveid, md, and gilberto luiz da silva amorim, md; journal of global oncology p.1-5; august 27, 2019; american society of clinical oncology 2019. [(B)(4)].

Event description:
Journal article "breast implant-associated anaplastic large-cell lymphoma: why must we learn about it?" Reported a patient with right side reoccurring seroma, ¿bulging¿ with increased volume, ¿periprosthetic liquid¿, ¿thick capsule,¿ and ¿accumulation of debris.¿ multiple punctures were performed as treatment. Cytology results later identified markers of cd30+ and alk- confirming alcl lymphoma. Device has been explanted, total capsulectomy, and ¿tumor¿ was removed.